Event description:
End user called for assistance with device does not check the calibration. This complaint was confirmed by phone trouble-shooting. The device was replaced and the defective one returned for investigation.